Manufacturer narrative:
Instrument logs were evaluated as part of the investigation of this complaint. Results: on (B)(6) 2011, the bottle presence sensor for bottle 6 (ethanol) was not actuated for approx 9 seconds at 12:00pm and 3 seconds at 12:09pm after the instrument drained to bottles 7 and 5 respectively. Bottles 7 and 5 are on the same shelf of the reagent cabinet as bottle 6. A small amount of movement due to flexing caused by the back-pressure created when reagent is pushed from the retort back into a reagent bottle is normal. The reason that the amount of movement resulted in disconnection of bottle 6 from the optical sensor cannot be determined from the info available. Actuation of the sensor when bottle 6 moved back into contact, resulted in display of the <inserted bottle configuration> dialog box on the touch screen of the on-board computer, and the user is prompted select the appropriate station state from the options displayed. The instrument logs show that at 12:09pm on (B)(6) 2011, the user incorrectly selected the <changed> option, affirmed that the default concentration of 100% was to be applied and reset the reagent station. However, the actual ethanol concentration remained as 83.8% because the minimum time required to complete manual reagent replacement is one (1) min. The peloris user manual states that the <changed> option should be selected when the entire contents of the bottle have been replaced. Conclusions: bottle 6 was used for the final dehydrant step in the protocols exhibiting sub-optimal processing. As the minimum required concentration is 98% water was re-introduced into the tissue, which is not displaced in subsequent steps, resulting in sub-optimal processing.

Event description:
On (B)(6) 2011, leica microsystems rec'd a complaint from (B)(6) regarding sub-optimal processing resulting in under-processed tissue from two (2) protocols which started on (B)(6) 2011, using peloris tissue processor (B)(4). Leica microsystems was advised on (B)(6) 2011 that one (1) pt required a repeat breast biopsy as a consequence of the sub-optimal tissue processing reported.